Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that upon attempting to load a cartridge, the customer received notification from the pump that the cartridge could not be changed. Tandem technical support reviewed the pump history and noted that the customer had received an altitude alarm. The customer stated that a recent elevation gain may have lead to the altitude alarm. The customer's blood glucose level was impacted; the value was not provided. The customer was unable to clear the alarm.